Event description:
Information received by mail on (B)(6) 2011 that an unknown pharmacist reported to the FDA, report # (B)(4), "a patient overdosed on insulin due to defective test strips." The report stated the consumer experienced a hypoglycemic event requiring medical intervention. No other information was given. Upon receipt of this mw report, an internal audit was conducted based on the parameters of the information and date provided and found that there is not a prior record of this incident in nova biomedical complaint files. A new complaint was entered. No further action to be taken at this time.